Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, patient presented with abdominal pain. Subsequent CT revealed patient had an ivc filter which was tipped to the right. It was not centered in the ivc and a couple of legs appeared to be outside the ivc. Therefore, the investigation was confirmed for filter tilt. However, the investigation is inconclusive for the alleged perforation of the ivc because based on the medical record provided, a couple of legs ¿appeared¿ to be outside the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the ivc wall . The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.